Manufacturer narrative:
Result: the 5max ace was fractured approximately 93.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5max ace was fractured and was not used. Evaluation of the returned device confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging hoop forcefully or at an angle, the catheter shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Correction: k133317.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found broken and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.